Event description:
Procedure type: cardiac surgery. According to the reporter: the pt underwent cardiac surgery (mitral valve repair) on (B)(6) 2014, and was released in adequate condition. However, a re-entry anda new surgery was necessary because of the spontaneous opening of sternum (breastbone) areas that was sutured during the first surgery, with rupture of the access wires of sternum closure.

Manufacturer narrative:
(B)(4).